Manufacturer narrative:
Complaint pump was returned for evaluation. Visual inspection observed the pump to be in poor condition with the top case and right plunger case cracked. A "check clutch/plunger error" was found in the event history log. Functional testing including flow and occlusion testing could not duplicate the error. Clutch halves and spring were replaced as a preventative measure.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.